Event description:
It was reported that an asymptomatic patient presented in the emergency room with device in backup vvi mode. A device download was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.